Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records was conducted. The report indicates that: the review of the device history record (DHR) for blade guide sleeve part# 357.369, lot # 4545112 showed material review record (mrr) # 48307 written for visual nonconformities (item 1), gouge on end on 1 out of 154 parts and for visual nonconformities (item 2), surface scratches on 2 out of 154 parts. The final accepted quantity was 154 parts as 3 initial rejected parts were found conforming to specifications per product development (pd) disposition on 01/16/04. The justification provided was slight surface imperfect is accepted per pd as documented on section 5 of mrr. A supplier action was documented on section 6 on mrr. The nonconformities documented on mrr are unrelated to the complaint condition as the nonconforming parts were identified and approved by pd engineering. A review of the DHR indicates there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A product development evaluation was completed: per the technique guide, the 357.369 blade guide sleeve and the 357.371 buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail system. The 357.369, lot 4545112 blade guide sleeve was received intact. The device shows moderate wear with several nicks along the length of the device especially at the distal end. The device was manufactured in january 2004 and is over ten years old. The returned 357.371 buttress/compression nut shows mild wear with only a few scrape marks on the proximal and distal surfaces. The inner threads show severe cracking. The devices were returned and reported to have become stuck together and that the blade guide sleeve had deformed threads. This condition is confirmed; the buttress/compression nut will not advance past the first several threads along the blade guide sleeve. However, a buttress/compression nut test sample (part number 357.371, lot number 4546699) was able to advance all the way down the length of the blade guide sleeve. The complained buttress/compression nut will not advance down a blade guide sleeve test sample (part number 357.369, lot number 76667). The devices drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that eleven years of use of the buttress/compression nut led to this confirmed complaint for the 357.369 blade guide sleeve and the 357.371 buttress/compression nut; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure for subtrochanteric/ intertrochanteric right hip fracture, the surgeon had problems with the buttress/compression nut and blade guide sleeve. The doctor attached the 130 degree aiming arm and attempted to thread the buttress/compression nut onto the blade guide sleeve. About 10 revolutions into threading on the nut, it began to ¿bind/catch¿ and would not advance further. The doctor unthreaded the nut and inspected the sleeve. Upon inspection, the doctor and staff noted that there was a section of thread about 2 cm from proximal end of threads on sleeve that had been ¿dinged/damaged/buggered at some point prior to the case. Scrub technician attempted to advance the nut past the damaged thread using the pin wrench, but was unsuccessful again. The doctor decided to use the sleeve by itself without the nut. The doctor then attempted to insert the sleeve through the aiming arm but it would not pass through. The sleeve was pulled back out and re-inserted making sure the flats were lined up properly. Again, the sleeve would not pass through the aiming arm. The doctor then took the sleeve and attempted to pass it through the 125 degree and 135 degree aiming arm. Both attempts were unsuccessful. Upon visually inspection, the sleeve was noted to have a gentle ¿curve¿ to the instrument, which otherwise should be straight. A second tfn locking pan was available and the sleeve and nut from that set was used. All pieces went together as designed and surgery was completed successfully with a ten minute delay and no further complication. Patient outcome was satisfactory. Patient history includes multiple sclerosis. This report is 2 of 2 for (B)(4).